Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Option ivc filter found to be multiply fractured, in at least (B)(4) different pieces, including one fragment embolized to the right pulmonary artery. The filter was removed with forceps and all intravascular fragments were removed, however multiple extravascular fragments remain.